Event description:
It was reported that the customer was hospitalized with high blood glucose of 241mg/dl, and she was treated with an insulin drip. The caller also stated that the customer had diabetes ketoacidosis and tachycardia. The nurse stated that the customer's insulin pump had a button error alarm. The customer has been off the insulin pump for a few days and since she had the button error. No further information was provided.

Manufacturer narrative:
Insulin pump received with button error alarms and no button response due to corroded keypad traces. Unable to perform the displacement, prime, basic occlusion and no delivery tests due to no button response. Cracks and scratches to the reservoir tube, case and lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.